Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy could not be confirmed as the sutures and needles were not returned for analysis. A conclusive cause for the reported failure to deploy the needles could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: the access site was a common femoral artery. Reportedly, the four needles were not deployed successfully. The arteriotomy was 6f. The sheath was upsized to 14f for the tavi procedure. The physician is trained in the use of the prostar xl device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is an estimate, exact date is not known. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, suture placement was attempted in an unspecified vessel with a prostar xl device using the preclose technique. Reportedly, there was difficulty when attempting to remove the sutures. The white suture was blocked in the metallic ring and had to be manually released. The sutures of a second prostar xl device were successfully placed using the preclose technique. The tavi procedure was completed and the successfully pre-placed sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. Although the name of the physician was provided; it is not known if the physician is trained in the use of the prostar xl device or established in the preclose technique. No additional information was provided.